Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012536344 was returned and analyzed. Visual inspection showed the catheter was received without the guidewire. The guide wire lumen was retracted and the array assembly was inverted. The pebax tube was ribbed and kinked at the distal arm and torn at proximal arm with exposed electrode wires. Electrodes #3 and #4 were displaced. Mechanical verification of the steering and slide mechanisms showed the initial stiffness in the slide control function, attributed likely to dried blood, was encountered, yet still operational. The slide control function was performed and the guide wire lumen was extended retracted without any issue. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. A continuity test was performed with the multimeter for the returned catheter, the electrical continuity test revealed an open loop between electrode #1 and connector pin #1, between electrode #2 and connector pin #2, between electrode #3 and connector pin #3, and between electrode #4 and connector pin #4. X-ray imaging confirmed the integrity of the nitinol array wire, properly attached at the tip, but detached from the dual lumen. Electrode wire #1 was detached from the electrode #1 and the electrode wire #2 was detached from the electrode #2. The pebax tubing kinked and ribbed at the distal arm near electrode #1. Catheter identification showed the catheter was not reprogrammed as the catheter condition would not permit to perform an ablation using the pulseselect generator. No other tests could be performed due to the returned condition of the catheter. In conclusion, the reported inverted array could be confirmed through analysis. The catheter failed the returned product inspection due to the the inverted array, proximal arm pebax tube torn, distal arm pebax tube ribbed, kinked pebax tube, exposed electrode wired, displaced electrodes, detached electrode wires, and nitinol array wire dislodged from the dual lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the guidewire was inserted into the inner branch of the middle of the right inferior pulmonary vein (ripv) from the tip of the catheter, then placed, and four applications of pulsed field ablation was delivered inside the pulmonary vein (pv). After delivery, when the catheter was withdrawn from the outside of the pv, the catheter array appeared to be flipped. Attempts was made to retract the catheter back into the sheath twice, without resolution. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.